Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was at normal elective replacement indicator (eri)/end of service life and the catheter was outside the intrathecal space. The dislodgement had been identified during a (B)(6) study on (B)(6) 2014. The pump and catheter were replaced and a ¿system upgrade¿ was noted. The patient had been experiencing increased pain. The patient recovered ¿nicely¿. The pump system was being used to infuse dilaudid and bupivacaine, after the replacement, they lowered the concentration of dilaudid.